Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a potential patient adverse effect had occurred involving an infection.

Event description:
It was reported that a potential patient adverse effect had occurred involving an infection.

Manufacturer narrative:
The device was not available for evaluation. The reported issues of infection at the site of the original implantation that led to the revision surgery, and tip damage on driver shafts while attempting removal of locking caps during the revision surgery. No images or parts were returned or available for return for evaluation. The creo threaded locking cap part 1067.0010 was assumed to be the locking cap involved since the screws were reported to be creo threaded. The exact cause for the infection, or the difficulty in removed the locking cap cannot be determined from the available evidence. Products are within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report: a2, a3, b4, g6, h6, h10.